Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The reported problem is confirmed; investigation is reported below. The screen freeze that required to remove the battery is associated to a limitation specific to smartview 3.16. In some specific conditions, the pop-ups or the parameters menus are not visible to the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able see or to click on the appropriate answer or parameter, which explains the reported behaviour during the programmer session or the options in the menu. This limitation has been corrected in the 3.18 programmer version.

Event description:
On (B)(6) 2024, the smarttouch tablet (B)(6) with smartview 3.16 was used to implant the eno sr pacemaker serial number (B)(6); the tablet presents normal behavior during the implant (done at 13.46), but the screen froze later, requiring removing the battery. The issue of impossibility of interrogation for the eno sr pacemaker serial number (B)(6) is investigated in complaint reference (B)(4).